Event description:
This report is to advise of a fracture found in the catheter during analysis exposing internal wiring.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1 and the deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and the reported event. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3 and the internal tubing and components were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.